Event description:
The customer alleges that the oxygen was leaking from the connection between the flow-meter and the large volume nebulizer. The customer reports that the patient's oxygen saturation level was 46%. The customer complaint form documents that there was serious injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. The device history record review showed that there were no issues related to functional issue neither on the product nor its components during the MFR of the material. No corrective action can be established at this moment since the device sample or a picture is not available for evaluation. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. If the physical sample becomes available this complaint will be reopened.